Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to fail the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain the clip through engagement but could not release the clip as commanded. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation(s) not reported by site: the instrument was found to have a bent grip and the tip does not align with the other grip.

Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was getting stuck and would not open while it was being used. The instrument was replaced with a back-up instrument. The procedure was completed with no reported injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use and no damage was noted. The incident with the medium-large clip applier occurred while the surgeon was attempting to clamp a vessel or tissue bundle. The issue was related to the clip opening after the closure of the clip. Medium-large weck hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use. The issue was resolved with a new clip applier instrument. The jaws were not stuck on tissue when the issue occurred. There was not any adverse effect to the grasped tissue or no unexpected tissue removed. There was no bleeding. There are no photos and/or videos of this event available for isi review.